Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device ¿ colon'), pelvic pain ('pelvic pain female'), autoimmune thyroiditis ('hashimoto's thyroid disease/tumor / teratoma / cancer ¿ thyroid'), arrhythmia ('arrhythmia'), thyroid cancer ('tumor / teratoma / cancer ¿ thyroid'), atrial fibrillation ('atrial fibrillation'), polyneuropathy ('polyneuropathy'), ulcerative keratitis ('vision/eye problems'), paralysis ('paralysis of extremities') and hypothalamo-pituitary disorder ('shortening of pituitary infundiblum') in a 30-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight. Current weight: 212 lbs. Previously administered products included for an unreported indication: implanon and depo provera. Concurrent conditions included endometrial ablation and intramural leiomyoma of uterus. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), autoimmune thyroiditis (seriousness criterion medically significant), arrhythmia (seriousness criterion medically significant), atrial fibrillation (seriousness criterion medically significant), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia"), menorrhagia ("menorrhagia (heavy menstrual bleeding);"), metrorrhagia ("metrorrhagia"), dermatitis allergic ("allergy: rash/skin condition"), ovarian cyst ("ovarian cyst(right and left)/cysts"), anaemia ("blood or heart disorder/condition ¿ anemia"), fatigue ("fatigue/chronic fatigue"), migraine ("migraines/headaches"), pain ("all over body pain"), fibromyalgia ("fibromyalgia"), polyneuropathy (seriousness criterion medically significant), ulcerative keratitis (seriousness criterion medically significant), scoliosis ("mild scoliosis"), osteoarthritis ("degenerative arthritis"), intervertebral disc degeneration ("degenerative disk disease"), paralysis (seriousness criterion medically significant), stenosis ("neural foraminal stenosis"), pituitary cyst ("pituitary cystic lesion") and hypothalamo-pituitary disorder (seriousness criterion medically significant) and was found to have thyroid cancer (seriousness criterion medically significant), hormone level abnormal ("hormonal changes"), weight increased ("weight gain") and adenoma benign ("adenoma"). The patient was treated with surgery (partial)( hysterectomy); oophorectomy (unilateral), and total hysterectomy (uterus and cervix removed) ¿ everything but the ovaries\). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, pelvic pain, autoimmune thyroiditis, arrhythmia, thyroid cancer, atrial fibrillation, abdominal pain, dyspareunia, menorrhagia, metrorrhagia, dermatitis allergic, ovarian cyst, anaemia, fatigue, hormone level abnormal, migraine, weight increased, pain, fibromyalgia, polyneuropathy, ulcerative keratitis, scoliosis, osteoarthritis, intervertebral disc degeneration, paralysis, stenosis, pituitary cyst, adenoma benign and hypothalamo-pituitary disorder outcome was unknown. The reporter considered abdominal pain, adenoma benign, anaemia, arrhythmia, atrial fibrillation, autoimmune thyroiditis, dermatitis allergic, device dislocation, dyspareunia, fatigue, fibromyalgia, hormone level abnormal, hypothalamo-pituitary disorder, intervertebral disc degeneration, menorrhagia, metrorrhagia, migraine, osteoarthritis, ovarian cyst, pain, paralysis, pelvic pain, pituitary cyst, polyneuropathy, scoliosis, stenosis, thyroid cancer, ulcerative keratitis and weight increased to be related to essure. The reporter commented: plaintiff received treatment for dyspereunia; pelvic/abdominal pain , hashimoto's thyroid disease,ovarian cyst (right and left). Current weight: 212 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28 kg/sqm. Imaging procedure - on an unknown date: both coils successfully placed. Pathology test - on (B)(6) 2016: strips of free lying columnar epithelium, endocervical tissue, and mucus with numerous neutrophils. Intact endometrial stroma and glands are not seen.; on (B)(6) 2018: right ovary, cyst [right oophorectomy]: benign serous cyst, 2 cm. Follicular cyst. Remainder ovary with no significant pathologic change. Ultrasound pelvis - on (B)(6) 2016: 9 cm uterus with fibroid changes. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: pelvic pain, dyspareunia, hashimoto¿s thyroiditis, atrial fibrillation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-nov-2019: pfs received-fibromyalgia, polyneuropathy, vision/eye problems, mild scoliosis, degenerative arthritis, degenerative disk disease, paralysis of extremities, neural foraminal stenosis, pituitary cystic lesion, adenoma, shortening of pituitary infundiblum were added historical drug were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device ¿ colon'), pelvic pain ('pelvic pain female'), autoimmune thyroiditis ('hashimoto's thyroid disease/tumor / teratoma / cancer ¿ thyroid'), arrhythmia ('arrhythmia'), thyroid cancer ('tumor / teratoma / cancer ¿ thyroid') and atrial fibrillation ('atrial fibrillation') in a 30-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity. Current weight: 212 lbs. Concurrent conditions included endometrial ablation and intramural leiomyoma of uterus. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), autoimmune thyroiditis (seriousness criterion medically significant), arrhythmia (seriousness criterion medically significant), atrial fibrillation (seriousness criterion medically significant), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia"), menorrhagia ("menorrhagia (heavy menstrual bleeding);"), metrorrhagia ("metrorrhagia"), dermatitis allergic ("allergy: rash/skin condition"), ovarian cyst ("ovarian cyst(right and left)/cysts"), anaemia ("blood or heart disorder/condition ¿ anemia"), fatigue ("fatigue/chronic fatigue"), migraine ("migraines/headaches") and pain ("all over body pain") and was found to have thyroid cancer (seriousness criterion medically significant), hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (partial)( hysterectomy); oophorectomy (unilateral), and total hysterectomy (uterus and cervix removed) ¿ everything but the ovaries (as written per pfs, ple). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, pelvic pain, autoimmune thyroiditis, arrhythmia, thyroid cancer, atrial fibrillation, abdominal pain, dyspareunia, menorrhagia, metrorrhagia, dermatitis allergic, ovarian cyst, anaemia, fatigue, hormone level abnormal, migraine, weight increased and pain outcome was unknown. The reporter considered abdominal pain, anaemia, arrhythmia, atrial fibrillation, autoimmune thyroiditis, dermatitis allergic, device dislocation, dyspareunia, fatigue, hormone level abnormal, menorrhagia, metrorrhagia, migraine, ovarian cyst, pain, pelvic pain, thyroid cancer and weight increased to be related to essure. The reporter commented: plaintiff received treatment for dyspereunia; pelvic/abdominal pain , hashimoto's thyroid disease,ovarian cyst (right and left). Current weight: 212 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28 kg/sqm. Imaging procedure - on an unknown date: both coils successfully placed. Pathology test - on (B)(6) 2016: strips of free lying columnar epithelium, endocervical tissue, and mucus with numerous neutrophils. Intact endometrial stroma and glands are not seen.; on (B)(6) 2018: right ovary, cyst [right oophorectomy]: benign serous cyst, 2 cm. Follicular cyst. Remainder ovary with no significant pathologic change. Ultrasound pelvis - on (B)(6) 2016: 9 cm uterus with fibroid changes. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: pelvic pain, dyspareunia, hashimoto¿s thyroiditis, atrial fibrillation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-oct-2019: pfs and mr received: new events added: blood or heart disorder/condition ¿ anemia, arrhythmia, atrial fibrillation, fatigue/chronic fatigue, hormonal changes, migraines/headaches, migration of essure device ¿ colon, tumor / teratoma / cancer ¿ thyroid, weight gain, pain. Reporter information were updated, patient history and lab data were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain female') and autoimmune thyroiditis ('hashimoto's thyroid disease') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune thyroiditis (seriousness criterion medically significant), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia"), menorrhagia ("menorrhagia (heavy menstrual bleeding);"), metrorrhagia ("metrorrhagia"), dermatitis allergic ("allergy: rash/skin condition") and ovarian cyst ("ovarian cyst (right and left)"). The patient was treated with surgery (partial)( hysterectomy); oophorectomy (unilateral)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, autoimmune thyroiditis, abdominal pain, dyspareunia, menorrhagia, metrorrhagia, dermatitis allergic and ovarian cyst outcome was unknown. The reporter considered abdominal pain, autoimmune thyroiditis, dermatitis allergic, dyspareunia, menorrhagia, metrorrhagia, ovarian cyst and pelvic pain to be related to essure. The reporter commented: plaintiff received treatment for dyspereunia; pelvic/abdominal pain, hashimoto's thyroid disease, ovarian cyst (right and left). Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: both coils successfully placed. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-sep-2019: pfs received. This case upgraded from device other event to incident. Reporters information updated. Event: injury were updated to dyspareunia; pelvic pain, abdominal pain, menorrhagia (heavy menstrual bleeding); metrorrhagia, hashimoto's thyroid disease, allergy: rash/skin condition,ovarian cyst (right and left) were added. Lab data was added. No lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.